Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that during use, the suturefix came out from the glenoid bone while tying the knot. The anchor removed successfully. A new hole bone hole was made and another anchor was placed. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original box. The anchor and suture thread are missing. The inserter has been actuated. No other physical damage visible to the device. A functional evaluation of the returned device found that device has been actuated therefore no function test can be performed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on the information provided, the anchor was successfully removed, and the procedure was completed with a new device in a new bone hole with a non-significant delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this case would be re-assessed. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: updated. H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. .a complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on the information provided, the anchor was successfully removed, and the procedure was completed with a new device in a new bone hole with a non-significant delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this case would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during use, the suturefix came out from the glenoid bone while tying the knot. The anchor was removed successfully. A new hole bone hole was made and another anchor was placed. There was a non-significant delay and no further complications were reported.